Event description:
Allegedly right hip was revised due to mom complications.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated; however, at this time, no catalog/lot numbers or porducts have been provided for evaluation. This report will be updated when the investigation is complete. This event occurred in (B)(6).